Manufacturer narrative:
Exact date unknown, event occurred two weeks ago.

Event description:
It was reported that the patient had a difficulty charging the ipg due to ipg migration which was verified on x-ray. The patient underwent a pocket revision procedure and was doing well post-operatively. Nothing was implanted or explanted.